Manufacturer narrative:
One portex bivona tts tracheostomy tube was returned for analysis. A leak test was performed by inserting 10cc of air into the unit; noting a leak to the cuff. Holes were found in the cuff which appeared abraded upon visual inspection with magnification. Based on the evidence the complaint was confirmed as the root cause is found to be user interface. The information suggests that the abrasions are most likely from the patient's anatomy.

Event description:
Information was received indicating that the cuff to a smiths medical portex® bivona® adult tts¿ tracheostomy tube was observed to have a leak following the ventilator alarming. The respiratory therapist (rt) was reported to put water into the cuff but observed water to be leaking into the patients' trachea. Subsequently, the trach tube was reported to be changed out. The stoma site was reported to be irritated and bleeding as a result of the tube change out. However, it was reported it was necessary to change out tube in order to ventilate the patient. No further adverse effects were reported.